Event description:
On the morning of oct 27, 1998 npb 740 ventilator was in use on a pt. This ventilator then ceased to operate, providng a low tone, intermittent alarm at vent, but did register at the nursing station as a ventilator alarm. Staff responded immediately. Bagged the pt while another ventilator was prepared and other ventilator removed from svc. The MFR was notified, and responded immediately. This unit is still out of svc, pending the final report of malfunction and repair.